Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced the event of infection, further clarified by the pd rn as peritonitis, for which he was not hospitalized. The rn stated that the cause of the peritonitis was unknown, and the patient did receive some re-training to ensure that the cause was not related to technique. On an unknown date, the patient began treatment with intra-peritoneal ancef and fortaz (doses, lot numbers, no further specifics were provided). The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: the problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 1 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on h12g25081 and h12f20019 with no issues noted during the manufacturing process. There were no deviations from standard procedure.